Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that about 4-6 weeks after the implant they noticed that the implantable neurostimulator (ins) started to turn in the pocket and it was no longer flat. The ins was at about a 40% angle. The patient saw their doctor and a manufacturer representative sometime in (B)(6) 2014 regarding this issue and the manufacturer representative had not seen that issue before. The patient¿s doctor thought it could be due to scar tissue. It was reviewed that the doctor might tighten up the pocket or relocate the ins. The patient had an upcoming appointment with their doctor during the month of the report. The patient was also having a coupling problem. Initially the patient would get all 8 coupling bars shaded, but at the time of the report it was difficult to get between 4-6 bars. It was taking the patient significantly longer to recharge and it would take 3 hours to charge up one quartile. After that timeframe, recharging would become uncomfortable so the patient would stop. On (B)(6) 2014, the pocket was revised to accommodate the ipg and leads. The cause of the event was attributed to scarring and rotation of the ins in the pocket.